Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat#, lot, ils1338, 7767050. Ils1142, 7716060. Ils1135, 7742300. Ils1042, 7722070. Ils1138, 7804217. Ils1138, 7804218. Id1033, 7740105. Ils0842, 7755417. Ils0838, 7743003. Ils0838, 7743004. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.